Event description:
It was reported that the user experienced multiple low blood glucose episodes, including a recent value of approximately 54 mg/dl, and contacted the clinical team for guidance; the user treats lows with a peanut butter sandwich and was advised to use fast-acting carbohydrates such as juice or glucose tablets for quicker correction, and the user asked about adjusting the nighttime glucose target while using the ilet system. Symptoms included hypoglycemia. Outcomes included an unexpected need for medication/ingestion of oral glucose and were characterized as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem and insufficient information on a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial